Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary multiple pockets/drawers were failed to recover and showed as not detected on bus. Customer tried to reboot the device as well as unplugging battery and then restarting but pyxis had showed error and requires maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets/drawers were failed to recover and shows not detected on bus. A field service engineer had noted that the enhanced half-height auxiliary 7 drawers 4.1 and 4.2 were failed and were not detected on the bus. All light emitting diode lights on the back of the drawer were lit, so the station was turned off, and the row ribbon cable connector to the drawer controller boards for each was reseated. The screws for the hard stops were tightened. The station was then started, and no errors were found. The hardware test application was used to check all storage spaces, and service was restored. The system functioned as intended after the field service engineer repaired the device.